Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the biopsy needle stopped being tracked momentarily. The surgeon used the footswitch to unfreeze navigation, however, pressing the footswitch instead unlocked the trajectory. This action required the surgeon to remove the needle and re-introduce the navigus probe to lock trajectory again. The surgeon elected not to re-introduce the navigus probe, as it would be a clinical risk to pass the needle through the anatomy a second time. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon would have preferred a few more samples had this issue not happened. The patient will not be brought back in for a second surgery. Software investigation completed, findings are that the foot switch was pressed during navigation which unlocked the trajectory - this is intended behavior. Software is functioning as designed. Cause of this event was user error.